Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data indicated that there was a single shock event recorded for the event date. The energy was decreased to 30 joules, the charge button was pressed and the shock button was pressed. It appears as though the end user attempted to perform a 30 joule test, with the device attached to the patient. The logs show that the device was in manual mode and the end user had full control of the functions at the time of the charge, shock and discharge of the device. This report has been attributed to user error. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.